Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event "for about five weeks". The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported). Peritoneal dialysis therapy was discontinued, and the patient was performing hemodialysis at the time of this report. At the time of this report, the patient was not recovered from the event and was in rehab. No additional information is available.